Event description:
Additional information was received through a litigation which now indicates that a piece of catheter was revealed via diagnostic ultrasound in patient's left forearm. Based on this new information, this medwatch report is now being filed. The alert date for this additional information is 09/23/1999.